Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using u-500 insulin with the pump, prefilling the cartridges, and failed to properly cycle the cartridge. Tandem customer technical support informed customer that u-500 insulin and prefilling the cartridges are off-label per the user guide; as well as, educated the customer to properly cycle the cartridge before use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.